Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, the physician felt resistance while advancing a pod6 coil through a px slim delivery microcatheter. The pod6 coil was removed and the technician was unable to advance the pod6 coil from the introducer sheath. The procedure successfully continued using a new pod6 coil and the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.